Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01640. Visual evaluation of the returned product found particulate debris in the sterile packaging that is not acceptable. The debris could be wiped clean from the pouches; however, the debris left behind a stain on the tyvek portion of the pouch. The device history records were reviewed for deviations and/or anomalies. Related anomalies/deviations were written for 45 pieces with loose/embedded debris. Deviation identified to scrap 45 pieces for common cause. This complaint has been confirmed by evaluation of the returned product. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event is the packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by distributorship that the incoming inspection team found a stain on the product surface of two pouches. There was no patient involvement. It was reported that no further information is available.